Manufacturer narrative:
Unit returned for evaluation: controller/joystick/options / not able to duplicate issue, controller/joystick/options / connector unplugged/loose.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per the provider, the joystick is intermittently driving by itself and now will not turn on at all.

Event description:
Per the provider, the joystick is intermittently driving by itself and now will not turn on at all.